Event description:
No additional information was provided.

Manufacturer narrative:
DHR only. No product or photo was returned by the customer. The customer complaint of maxplus being stuck and then breaking off could not be verified due to the product not being returned for failure investigation. Device history record review for model mp1000-c lot number 23095053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxplus needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim: my name is allison bouge and I am a vascular access nurse at john cochran hospital in st. Louis, missouri and wanted to report a product deficiency. The product is the maxplus clear needleless connector ref (mp1000-c), lot (10) 23095053. The situation was that a patient was on a medical unit at our facility with a double lumen PICC line in the upper arm. When the overnight nurse went to preform a standard needleless connector and line exchange the needleless connector was stuck and the nurse was unable to remove. The nurse continued to attempt to free the needleless connector from the PICC lumen however the end clear piece of the needleless connector broke off into the end of the lumen. Now I wasn¿t there to witness the incident, but I can report that I have dealt with many difficult to get apart connectors, but I have never seen the round plastic cylinder piece brake off and be unable to remove from the hub of the lumen. The plastic piece block the line and we could not get it out, therefore the PICC line had to be replaced. When I spoke to other vascular access collages, they found the situation alarming and felt it should be report in case there is a defect. In this situation there is no sample left behind, there was no death or serious harm. There is a safety risk of the patient along with risk of infection. I would like feed back for specifically the maxplus clear needles connector as far as if this product is recommended to be used with lipids according to what evidence or teaching is provided when the product is sold to the hospital. I want to make sure I am passing on the correct education moving forward so this situation does not happen again in the future.